Event description:
Urgent medical device recall. 911 was called and came to my house because of defective part. Request for reimburse for this cost. I cannot afford to pay this, nor should I due to your defective part. I am very well controlled and yet I had problems four times during one week.